Event description:
A us distributor reported that a patient's electrode belt's cable was damaged or had wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) was confirmed due to the trunk cable being pulled from the strain relief, damaging wires within the cable. The belt did not pass detect and treat testing. The root cause of the physical damage to the stained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.